Event description:
It was reported that the right ventricular lead was explanted after it became dislodged and coiled in the pocket. It was noted that the patient became bradycardic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis.